Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received reported CT scan of brain plain (B)(6) 2022, result: subacute infarct with hemorrhage transformation persists with mild interval increase in extent of oedema, not clinically significant. CT scan of brain plain (B)(6) 2022, result: subacute infarct with hemorrhage transformation in right caudate nucleus, capsuloganglionic region, right frontotemporal lobes and right insular cortex with mass effect, not clinically significant. CT scan of brain plain (B)(6) 2022, result: no significant interval change noted compared to previous CT scan dated (B)(6) 2022, not clinically significant.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Additional information was received that the patient's pre-procedure tici score was 0. The initial qualifying nihss score was not provided. Nihss prior to endovascular therapy was 12. Mrs was 1 and aspects score was 7. The patient final post procedure tici score was 3. Nihss score 24 hours post procedure was 6, on day 7/discharge was 2, and 3 month follow up was 0. Mrs on day 7/discharge was 0. Non-contrast computed tomography (CT), non-contrast magnetic resonance imaging (MRI), magnetic resonance angiography, perfusion weighted imaging (pwi) was performed. The CT brain dated on (B)(6) 2022 showed subacute infarct with hemorrhage transformation persists with mild interval increase in extent of edema, mass-effect in the form of effacement of adjacent sulci, mild, compression of right lateral ventricle- persistent with no significant interval change. The event was not treated with a surgical procedure or percutaneous intervention. Concomitant or additional treatment was given due to the event. The patient is on chest and limb physiotherapy from on (B)(6) 2022 along with active range of motion, deep breathing exercises, ankle pumps, and heel slides on last 2 days. The cause of the event was not provided. The outcome is recovering/resolving.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Additional information was received that the CT scan of brain result was transformation persists with mild interval increase in extent of edema on (B)(6) 2022. CT scan of brain result was right frontotemporal lobes and right insular cortex with mass effect on (B)(6) 2022. The outcome was not recovered/resolved.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received that diagnostic procedure was performed on (B)(6) 2022. A CT scan of the brain plain result was subacute infarct with hemorrhage transformation persists with mild interval increase in extent of edema. Mass effect in the form of effacement adjacent sulci mild compression of right lateral ventri, and noted as not clinically significant.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received a report that the patient experienced a radiographic mass effect. The patient had a subacute infarct with hemorrhage transformation in the right caudate nucleus, capsuloganglionic region, right frontotemporal lobes and right insular cortex with mass effect. There was no additional medical intervention required. The adverse event term was updated to brain edema/inflammation. The outcome was noted as recovering/resolving. The rationale for the relationship to system or procedure was the mass effect changes were due to reperfusion edema post mechanical thrombectomy in the previously ischemic tissue. The investigation and sponsor original relatedness assessment was the event was not related to the study procedure, underlying condition/disease, the solitaire stent retriever or aspiration catheter, and possibly related to the disease under study. Additional information was received that the event resulted in treatment with physical therapy. Additional information was received that the adverse event term was updated to subacute infarct with hemorrhage transformation and subacute infarct with hemorrhage transformation in right caudate nucleus, capsuloganglionic region, right frontotemporal lobes and right insular cortex with mass effect lead to edema. Additional information was received that the CT brain on (B)(6) 2022 showed infarct with hemorrhage transformation persists with mild interval increase in extent of edema, mass effect in the form of effacement of adjacent sulci, mild, effacement of adjacent sulci, mild compression of right lateral ventricle- persistent with no significant interval change. The assessment sponsor was updated to possibly related to the study procedure.